Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. The power pcb (printed circuit board) was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue was a faulty power pcb.

Event description:
The customer contacted stryker to report that their device is turning off randomly. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.